Manufacturer narrative:
Correction h6: results-4233 patient sample problem. Conclusions-4315 cause not established. Additional information: email: (B)(6). Investigation conclusion: retained and returned devices from the reported lot number were tested with clinical hcg-negative serum samples and qc hcg cut-off standard (10 miu/ml serum). Results were read at 5 and 6 minutes. All test devices tested with clinical hcg-negative serum samples produced expected negative results while all devices tested with hcg cutoff standards produced expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The patient sample was tested with returned and retention devices from the reported lot number. Results were read at 5 minutes and all devices yielded positive results with very faint test lines. However, quantitative hcg analysis of the serum sample was performed with a result of 6.8 miu/ml. When testing samples near the threshold of 10 miu/ml some positive results may occur. Per the package insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used.

Manufacturer narrative:
Investigation conclusion: retention products for the reported lot number were tested with clinical hcg-negative serum samples and qc hcg cut-off standard (10 miu/ml serum). Results were read at 5 and 6 minutes. All test devices tested with clinical hcg-negative serum samples produced expected negative results while all devices tested with hcg cutoff standards produced expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The patient sample was tested with returned and retention devices from the reported lot number. Results were read at 5 minutes and all devices yielded positive results with very faint test lines. However, quantitative hcg analysis of the serum sample was performed with a result of 6.8 miu/ml. When testing samples near the threshold of 10 miu/ml some positive results may occur. Per the package insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used.

Event description:
On (B)(6) 2019, a patient presented to the facility for an unknown reason and a serum sample was tested on a fisher-sure-vue hcg-stat srm/urine kit. A negative result was interpreted at the read time, then after the read time the result was positive. Retest with the same serum sample and a new cassette from the same lot obtained a negative result. There was no negative patient outcome, patient was determined to not be pregnant. On (B)(6) 2019 the final investigation conclusion of the return patient sample and retention devices revealed that at the read time a false positive result occurred. The quantitative hcg analysis of the serum sample was performed with a result of 6.8 miu/ml.